Event description:
(B)(4). The first symptom that I feel was yeast infection but the test came out negative. This happened a few times. The doctor said it was vaginitis and suggested to change soap and avoid the use of softeners something that I already do since I was a teenager. I used different ointments and didn't stopped. I suggest to the doctor that if it could be a possible side effect of the nickel on the coils and she said that it couldn't be possible since the coils she placed on me where not metal. I also complaint about lower back pain which she diagnosed as arthritis and prescribed naproxen and a muscle relaxer which I stopped because I still had lower back pain and muscle relaxer made me feel numbed and sleepy. Since the doctor didn't believe and had no interest on came up with the real problem, I stopped going with her and then I moved cities. I didn't had a primary doctor in this city. Neither medical insurance. The back pain was very persistent and every time getting worse. I started to have therapy and massages for about two years until my therapist said to me that he couldn't understand why I was getting worse every time instead of getting better. During this time, my physical complaints weren't only lower back pain it was also upper back pain, joint pain, stomach bloating like a pregnant women, gained weight, headaches, muscle stiffness, pelvic pain and painful cramps like never before and every time more painful. Left leg pain and pain in both heels, anxiety, acne in face but most in my body, breast tenderness and painful little glands when I touched them and painful areas in my body like inner legs, under arm , close to the ribs and upper hips that later was diagnosed as fibromyalgia. In (B)(6) 2015 I had medical insurance coverage which finally I had a doctor appointment. I had a complete blood and urine lab test which every thing came up normal. The doctor decide to have a stomach ultrasound to check all my organs and see what was causing the bloating. Every thing was normal except my gallbladder showed stones and I was refereed to the surgeon immediately since she though that was the cause of the upper back pain. The surgeon refereed me to have a endoscopy, biopsy and a another test to check the function of the gallbladder which showed still good functioning. No surgery to have gallbladder removed was needed. She also order a transvaginal ultrasound which doctor said was normal and she refereed me to a ob/gyn. When I asked for medication to ease the pain she suggested to see a psychologist and diagnosed me with "depression" . After I had all this test done, I went to my primary doctor to have some kind of pain medication and he diagnosed me with fibromyalgia and prescribed cymbalta 30 mg which has helped me with all this muscle pain but still if some touches me or hugs me tight; it still painful but still have upper and lower back pain. After waited almost 3 months for the ob/gyn appointment. This doctor performed a pap test which was very painful and had bloody discharge for 4 days and she suggested to put me for 5 months on birth control pills after I informed her and she witnessed the pelvic pain which is more aggressive on the left side, cramps that seems contractions and bloated that seems a 5 month preggo belly. Why bc pills if I have essure a permanent birth control ??? To regulate my periods she said. Have you tough on the possibility of an allergic reaction or side effect of essure? She said there is no scientific evidence of such thing she said and she walk off the office; then the nurse showed up to see that the office manager wanted to talk to me. She said that I would have to be seen by another provider. Luckily this new provider was open to the possibility to have a possible side effect of this device and she order a hsg sonogram to see where and how the coils are placed after 4 years and she also ordered a nickel allergy test which I wasn't test prior to have essure placed.